Event description:
Loss of osseointegration, patient has diabetes mellitus, periodontal disease at time of surgery, no thread tap used, primary stability was achieved, implant achieved osseointegration, implant wasn't completely covered by bone, immediate implantation, bone resorption, peri-implantitis, infection, abscess, bleeding. Implant solid, lost ~ 80% bone, resulting in deep pocket and abscess.